Manufacturer narrative:
Batch review performed on 07 november 2022: lot 2108831: (B)(4). Expiration date: 2026-09-05. No anomalies found related to the problem. To date, 2 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month post-primary surgery the surgeon performed a washout and revised the poly and the surgery was completed successfully.